Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 501 (mg/dl). Customer administered a bolus to treat their bg levels; however, the customer's bg levels remained elevated and the customer was later admitted to the hospital. While in the hospital, customer was treated with intravenous drips and fluids. Customer was released from the hospital on (B)(6) 2016. Troubleshooting with tandem technical support indicated that the pump was performing as intended. Recommendation was made to consult with their health care provider to discuss diabetes management.